Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was inserted into an eye, but golden powder was found that could not be reached by hand, leading to its immediate removal during same procedure. Upon attempting to place the lens back in its original packaging, golden powder was also noticed. The surgical director speculated that the powder on the lens might have come from the packaging. After inspection, it was confirmed that both the lens and the packaging had golden powder on them. There was no report of unplanned vitrectomy, incision enlargement and sutures. Directions of use were followed. The patient was fully recovered. No other information was provided.